Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the two x-rays provided confirm the broken plate and a tibial non-union. However, without the requested clinical information or the explant the root cause of the implant fracture cannot be determined. The further impact to the patient beyond the revision cannot be concluded. Should any additional clinical information be provided this complaint would be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened.

Event description:
It was reported that a revision surgery was performed due to an implant fracture.